Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed a oil leak from the swivel and there was a low power reading. The vanes were worn and there was debris and corrosion in several motor components such as the soft couple nut and the seal housing as well as the locking components. The wear of the vanes and the corrosion contributed to reduce the rpms of the unit. This unit was also running when the locking sub assembly was placed on safety. It was observed during dis-assembly that the lock cylinder and the pawl release had wear and slight dents. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was running while in safety mode, rotations per minute (rmp's) were below specification and the swivel was leaking oil. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.